Event description:
It was reported that a patient underwent breast augmentation revision with two unknown mentor gel implants. Post-operatively, the patient developed bilateral breast capsular contractures (baker grade iii). As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2025. During the surgery, the implants were found to be ruptured. Subsequently, the implants were replaced with two mentor gel implants. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 12, 2025, the mentor failure analysis lab received the device for evaluation. Per the returned devices, mentor became aware that the suspect medical devices were unknown becker implants. On august 15, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the outer shell of the returned device revealed delamination at the union of the shell and patch, causing leakage, also, a tear within an area of siltex cracking on the posterior view and an area of missing material on the anterior view were identified, measuring approximately 0.5 cm, and 1.3 cm x 1.0 cm, respectively. Additionally, visual analysis of the inner shell revealed a tear on the anterior view, measuring approximately 2.7 cm. Microscopic examination was performed at the edges of the missing material of the outer shell and the tear of the inner shell, and the cause of the missing material and the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear of the inner shell, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the missing material of the outer shell and the tear in the inner shell, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Although potential causes of patch delamination are unknown, stresses and forces on the implant in-vivo or exposure to betadine at insertion could result in delamination and ruptures. Per the current product insert data sheet (pids), rupture is a known complication associated with these devices and can occur at any time during or after implantation. The evaluation determined that the possible cause of the tear on the outer shell is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. No corrective and preventive action (CAPA) is required now.